Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient stated that the alleged issue occurred on ¿(B)(6) 2014 at 8 pm¿. The patient stated she obtained a result of ¿180 mg/dl¿, compared to feelings/normal results on the subject meter. The patient manages her diabetes with pills, diet and exercise and took no action to her normal diabetes management regimen in response to the result she obtained. The stated she developed symptoms of ¿shaky, disorientated, lightheaded¿ on an unspecified time after the alleged product issue. However, denied receiving any treatment. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure the test strips were not expired and the walk through control solution test fell outside of the range. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (01/30/2015). The patient¿s meter has been returned on 1/7/2015 and evaluated by lifescan product analysis on 1/16/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ ((B)(6) 2015). The patient¿s test strips have been returned on 2/13/2015 and evaluated by lifescan product analysis on 2/16/2015 with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. A DHR (device history record) was completed on 02/18/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.